Event description:
The ge oec 9800 fluoroscopy system had by description, a system lock up. A reboot corrected the issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system was extensively tested, and operates as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction.